Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure following the second pass a mucosal tear was noticed. The physician withdrew the catheter under direct visualization and when they inspected the area, bleeding was noted. The area was flushed with water, but the physician decided no intervention with clips was necessary. A dry CT scan was performed and did not show any perforation, and the patient was observed for a period and discharged the same day. The area manager had spoken with the customer and the patient is doing fine. The ablation was performed at 10 joules with appropriate scraping between ablations.